Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics were not included in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: virtual clinics for follow-up of pacemakers and implantable cardioverter defibrillators in children. Cardiology in the young. 2019;29:1243-1247. Doi: https://doi.org/10.1017/s1047951119001823. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding using virtual clinics for follow up of implantable pulse generators (ipgs) and implantable cardioverter defibrillators (icds) in children. It was reported that 75 patients were included in the study. The majority of the patients (76.8%) had epicardial systems implanted. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. Events included: t-wave oversensing (twos), high and varying impedance, lead fracture, loss of capture, inappropriate shock, varying r-wave measurements, rise in ventricular threshold. Some patients were reprogrammed, and others had their systems explanted and replaced. Of the patients, one experienced syncope and another experienced palpitations due to episodes of non-sustained atrial and ventricular tachycardia. Other patient symptoms included: dizziness, chest pain, and a general look of feeling unwell. No further patient complications have been reported as a result of this event.